Event description:
Brush head came off - oral-b [device breakage]. [Oral-b brush head] are fake... Don't look genuine [suspected counterfeit product]. Case narrative: consumer called and stated brush head came off in their wife's mouth and they think they are fake. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush head came off - oral-b [device breakage]. [Oral-b brush head] are fake... Don't look genuine [suspected counterfeit product]. Case narrative: consumer called and stated brush head came off in their wife's mouth and they think they are fake. No injury was reported. Follow up: complained product will not be available.

Manufacturer narrative:
On 04-jun-2025: complained product will not be available.